Event description:
It was reported that the patient had noticed the implantable neurostimulator (ins) was coming closer to the surface of their skin so they could feel the device. The patient had not seen a healthcare provider (hcp) about this. The patient was supposed to have a follow-up appointment the day prior but did not feel well, their throat. The patient thought it was not related but the patient did not state if an hcp had confirmed. The patient missed the appointment the day prior and the next appointment was about a month from the time of the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.